Manufacturer narrative:
Add'l lot # 60861963, expiration date: 05 31/2011 and device MFR date: 08/2006. The actual devices involved in the incidents have not yet been made available for the MFR to evaluate. Without the samples a thorough eval could not be performed. No specific conclusions can be drawn. If the actual device is rec'd, a follow-up report will be filed.

Event description:
As reported by the user facility: this product was noted to leak from the connection of the extension set to the pt causing blood to back up into tubing and out of the cracked hub on the end of the extension set and onto the pt. This product was noted to leak from the connection of the extension set to the primary IV line causing the fluid to run out of the extension set. The nurse reports while priming the extension set that is attached to the primary line noted the fluid leaking right out of the extension set. Additional info provided by the facility indicated the pts did not suffer any adverse sequela associated with the incidents and blood replacement was not needed. The sample was to be sent by the materials management department, however, it was not received for eval. The facility has another sample and will send it for eval.